Event description:
Pinnacle flx study it was reported thrombus, stroke and death occurred. On (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman flx closure device was successfully implanted with complete laa seal and deployed device diameter of 23mm. One day prior to the index procedure, 81mg aspirin was administered. On october 12, 2018, during the 45 day follow up visit, echocardiography revealed complete laa seal and a left ventricular ejection fraction (lvef) of 30% and therapy with apixaban was exchanged with clopidogrel. The same day the national institutes of health stroke scale and modified rankin score (mrs) was 0. On (B)(6) 2019, the patient presented with acute onset right sided weakness and right facial droop as well as aphasia and altered mental status. Neurological examination revealed the patient was aphasic and unable to assess alertness/orientation, left gaze palsy, right sided weakness but withdrawal to painful stimuli and extension posturing of the right upper extremity. The patient was hospitalized on the same day. Echocardiography revealed atrial fibrillation with multiform ventricular premature complex, right bundle branch block. A computerized tomography (CT) scan showed complete occlusion within the distal left cavernous internal carotid artery (ica) extending into cavernous left ica. CT angiography of the head/neck with perfusion revealed left middle cerebral artery (lmca) left ica occlusion. The patient was diagnosed with ischemic stroke. Tissue plasminogen activator (tpa) was administered without improvement in symptoms. On the same day, transthoracic echocardiogram (tte) revealed lvef 30% and no pericardial effusion. The patient's mrs was 5. Neurosurgery was consulted and emergent thrombectomy was performed. Repeat imaging revealed hemorrhagic conversion of the left mca territory infarct with subarachnoid/intraventricular extension and developing hydrocephalus. The patient had decreased mental status and subsequent vomiting. The patient was intubated for airway protection and repeat CT revealed hemorrhagic conversion with subarachnoid hemorrhage, intraventricular hemorrhage, developing hydrocephalus and early herniation. After discussion with family the decision was made to pursue comfort measures. Palliative care was consulted and transferred to pcu. The next day, the patient passed away. The cause of death was hemorrhagic conversion of the left mca territory infarct with subarachnoid/intraventricular extension and developing hydrocephalus. A partial autopsy (cardiac autopsy) revealed a large device related thrombus. It was further reported that prior to the index procedure, aspirin and apixban were administered. The next day the patient was discharged with 5mg apixban and 81mg aspirin. At the 45 day follow up visit there was no evidence of thrombus. It was further reported that CT of the head without contrast revealed hyperdense terminus left ica and left mca, and loss of insular ribbon as well as mild hypodensity within the anterior left temporal lobe. However, no finding of acute hemorrhage. There was mild generalized brain atrophy with chronic ischemic small vessel degenerative with matter disease. Cta of the head perfusion revealed there was occlusion of the anterior division left m1 with relatively decreased in vessel vascularity anteriorly, mild irregularity was demonstrated within the basilar artery likely from atheromatous disease. Atherosclerotic calcification was observed within carotid siphons with mild luminal stenosis. Cta of the neck revealed atherosclerotic calcification at the origin of left vertebral artery with greater than 70% luminal stenosis. CT perfusion of the brain revealed mismatch perfusion defect involving anterior left mca territory with an estimated cbf<30% volume of 45ml and estimated tmax >6 seconds volume of 214 ml. The mismatch volume was calculate at 169 ml. It was further reported that the patient was evaluated by the neurologist and type of event was stroke (undetermined) with "duration of focal or global neurological deficit >24 hr" and the suspected cause was probably stroke. The patient was treated with tici 3 recanalization of the left ica terminus occlusion using aspiration thrombectomy. On the same day, tte revealed lvef 30% and extensive lad infraction but there was no identifiable thrombus. Repeat CT of head without contrast repeated and revealed hemorrhagic conversion of the left mca territory infarct with an extensive amount of hemorrhage and diffuse edema throughout the left hemisphere with mass effect including sulcal effacement and 1.9 cm rightward midline shift, intraventricular extension with hemorrhage throughout the ventricular system and developing hydrocephalus, evidence of subarchanoid hemorrhage and effacement of basilar cisterns indicating early transtentorial herniation. CT of the head without contrast dual energy follow bleed revealed edema in the left mca territory involving large part of the lateral and anterior temporal lobe, region of the posterior frontal lobe, insular and basal ganglia region. Mild swelling with effacement of sulci and partial effacement of the left lateral ventricle and trace midline shift was noted. No parenchymal hemorrhage identified. The patient had decreased mental status and subsequent vomiting. The patient was intubated for airway protection. The patient was pulseless when transferred to pcu. The event was updated to "probable stroke" and "hydrocephalus".

Event description:
(B)(6) study. It was reported thrombus, stroke and death occurred. On (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman flx closure device was successfully implanted with complete laa seal and deployed device diameter of 23mm. One day prior to the index procedure, 81mg aspirin was administered. On (B)(6) 2018, during the 45 day follow up visit, echocardiography revealed complete laa seal and a left ventricular ejection fraction (lvef) of 30% and therapy with apixaban was exchanged with clopidogrel. The same day the national institutes of health stroke scale and modified rankin score (mrs) was 0. On (B)(6) 2019, the patient presented with acute onset right sided weakness and right facial droop as well as aphasia and altered mental status. Neurological examination revealed the patient was aphasic and unable to assess alertness/orientation, left gaze palsy, right sided weakness but withdrawal to painful stimuli and extension posturing of the right upper extremity. The patient was hospitalized on the same day. Echocardiography revealed atrial fibrillation with multiform ventricular premature complex, right bundle branch block. A computerized tomography (CT) scan showed complete occlusion within the distal left cavernous internal carotid artery (ica) extending into cavernous left ica. CT angiography of the head/neck with perfusion revealed left middle cerebral artery (lmca) left ica occlusion. The patient was diagnosed with ischemic stroke. Tissue plasminogen activator (tpa) was administered without improvement in symptoms. On the same day, transthoracic echocardiogram (tte) revealed lvef 30% and no pericardial effusion. The patient's mrs was 5. Neurosurgery was consulted and emergent thrombectomy was performed. Repeat imaging revealed hemorrhagic conversion of the left mca territory infarct with subarachnoid/intraventricular extension and developing hydrocephalus. The patient had decreased mental status and subsequent vomiting. The patient was intubated for airway protection and repeat CT revealed hemorrhagic conversion with subarachnoid hemorrhage, intraventricular hemorrhage, developing hydrocephalus and early herniation. After discussion with family the decision was made to pursue comfort measures. Palliative care was consulted and transferred to pcu. The next day, the patient passed away. The cause of death was hemorrhagic conversion of the left mca territory infarct with subarachnoid/intraventricular extension and developing hydrocephalus. A partial autopsy (cardiac autopsy) revealed a large device related thrombus.